Manufacturer narrative:
(B)(4). Date sent: 05/30/2025. D4: batch #t5a22g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The batch number on the device showed that the device was expired as of 2021. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Although no conclusion could be reached on the cause of the reported event, it should be noted that when tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5a22g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/21/2025 d4: batch # unk additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled? -suture sewing how much blood was lost (ml)? -unknown did the patient require a transfusion? -no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch # c9d647, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that a few staples formed with irregular shapes after firing; and that anastomotic site was oozing. They used suture to oversew. There was no patient consequence nor surgical delay reported. Additional information requested.